Manufacturer narrative:
External insulation abrasion was noted at 17.1 17.2 cm from the pin consistent with lead friction to the device can exposing the outer coil. This is consistent with the observation from the field of loss of sensing and loss of capture.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-15819. Related manufacturer reference number: 2017865-2020-15820. It was reported that the patient developed twiddler's syndrome. The right atrial and right ventricular lead dislodged and were not functional. The leads were explanted and replaced and the pacemaker was reused. The patient was stable post procedure.